Event description:
It was reported that at follow-up, no capture at max output and inability to sense was observed. A fluoroscopy revealed the lead was coiled around the device and away from the heart due to twiddlers syndrome. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage sustained was found during the surgical procedure.